Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of pulmonary fibrosis, dry cough, dry nose and mouth, throat irritation and also alleged of difficulty breathing/short of breath. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of pulmonary fibrosis, dry cough, dry nose and mouth, throat irritation and also alleged of difficulty breathing/short of breath. No medical intervention was reported. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Device was missing filter. Exterior investigation observed that there is a slight unknown dust/dirt contamination on surfaces of the base unit. Interior investigation observed slight discoloration of top enclosure, bottom enclosure, and ui panel plastic. There was an unknown white dust contamination and fibers found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. A keratin-like substance is observed building up around the blower housing outlet and blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. Investigation can confirm there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Section d8, d9, h2, h3 and h6 has been updated.